Event description:
Rn was accessing patient with a 24 g insyte; during this, the catheter split from the needle inside patients' vein, when rn removed needle, it had ripped through plastic on catheter.